Event description:
During surgery, end of instrument broke off and went down into spinal canal. The dura was nicked. Dr repaired dural tear and proceeded with surgery. Surgery was delayed longer than 30 minutes.